Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken and all pairs with 7 through 14 and 5 were gre ater than 10,000 ohms. The patient was not feeling stimulation with any of these electrodes, even up to 9 volts. Reprogramming was being done to get more coverage in the coccyx area due to a new pain in this area. The patient had been using electrodes 3, 4, 14, and 15 in programming so far. They did not have any issues with their existing stimulation coming into the appointment, but wanted to add stimulation coverage to the coccyx area. There was no trauma/were no falls reported to be related to this issue. The #14 electrode was being used in programming and causing therapy problems. It was unknown if they were going to be able to program around the discovered issue. They had already tried turning up stimulation with all the lower electrodes, but the patient was not feeling it. It was reviewed trying to increase the pulse width on electrodes #3 and #4 to try and increase stimulation coverage. Impedances were noted to be normal at implant. X-rays of leads and extensions were planned. The patient&#38112;new pain was not noted to be a sudden or gradual change in therapy or symptoms. The pain in the coccyx area had existed for a few years, but had gotten worse this year such that they wanted to get stimulation coverage there to help with the pain. Indication for use included non-malignant pain.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported that x-rays had been taken of the lead/extension and the leads were still in the same place. Actions or interventions taken to resolve the issue included the rep programming around the leads that were having the high impedances. It was noted that it was possible to program around electrode #14. It was noted previously that electrode #14 was used in programming and was causing therapy problems. These therapy problems included a pain in the patient back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.